Event description:
Device was returned with packaging damage and the sterility barrier potentially compromised. There is no additional information available.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product identified that the outer carton and outer sterile cavity have been damaged, inner sterile cavity remains intact with no damage. Sterility has not been compromised. The complaint has been confirmed by visual evaluation. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.